Event description:
It was reported that five days post ventricular assist device (vad) implantation, the patient experienced hyperactive delirium and was restless, perseverating, and trying to get out of bed. Psychiatry was consulted and the patient was given an anticonvulsant medication. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. This information was received from the hvad destination therapy post approval study. Concomitant medical products: dtma1qq ICD implanted (B)(6) 2018 429888 lead implanted (B)(6) 2018; 5086mri52 lead implanted (B)(6) 2014 product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that five days post vad implantation, the patient experienced hyperactive delirium and was restless, perseverating, and trying to get out of bed. Psychiatry was consulted and the patient was given an anticonvulsant medication. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.